Event description:
Per user facility: the dr performed a needle biopsy without incident. Upon removal of the needle to examine biopsy, it became apparent that the needle hub had detached from the device. The hub was subsequently found in the biopsy port of the endoscope. A second needle was used from the same lot without incident.